Manufacturer narrative:
MDR report #: mw5151429.

Event description:
User facility medwatch received that states that the right ventricular lead exhibited noise. It was decided to continue monitoring the patient.